Manufacturer narrative:
(B)(6). The subject rt380 adult dual-heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A sales representative reported on behalf of a healthcare facility in san francisco that two rt380 adult dual-heated evaqua2 breathing circuits were were leaking during the setup checks. The healthcare facility then identified that the grommets in the chamber end probe port were missing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: one of the two subject rt380 adult dual-heated evaqua2 breathing circuits was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected. Results: visual inspection of the returned circuit confirmed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was missing from the elbow. The absence of the grommet would result in the reported leakage however these products are 100% leak tested during the final assembly process and a missing grommet would not pass the leak test. Conclusion: we are unable to determine the cause of the missing grommet. All rt380 adult evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A sales representative reported on behalf of a healthcare facility in san francisco that two rt380 adult dual-heated evaqua2 breathing circuits were leaking during the setup checks. The healthcare facility then identified that the grommets in the chamber end probe port were missing. There was no patient involvement.